Event description:
Patient was revised due to failure of the cement mantle causing loosening. As a result the patient's hip became unstable and kept dislocating. The manufacturer of the cement is unknown.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The manufacturer of the failed cement was not known. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.